Manufacturer narrative:
4/3/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a lung volume reduction procedure. Reportedly, the instrument did not fire and the jaws of the instrument would not close. The surgeon used another instrument to complete the procedure.